Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had bronchitis and requested to change their basal rate, correction factor and carbohydrate ratio while on medication. Customer stated blood glucose (bg) level was in the 400s (mg/dl). A correction bolus wad delivered to address bg level. Tandem technical support assisted the customer with adjusting settings.